Event description:
It was reported that the patient experienced infusion set tubing came apart during changing clothes the tubing was pulled event on (B)(6) 2026. The infusion set was in use for one day. The site of insertion was on abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 8021545.